Event description:
It was reported by phone that there was an ambulance accident caused by the ambulance being rear-ended by a (B)(6). The ambulance was at a stop sign at the time and upon impact the cot was dislodged from the fastener with the pt. It was further reported that the medics in the ambulance were injured as a result of the accident; however, the specifics of such are unk at this time.